Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), sparks were emitted from the electrode. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The device passed all testing and the customer report was unable to be duplicated. The electrode pads used during the event were not returned as part of the investigation. The device log was reviewed and based on the measured patient impedance prior to discharge and the discharge measured impedance of the patient variance suggests coupling was a factor. The device was recertified for clinical use. No emerging trend based on similar reports.